Event description:
It was reported by the sales rep that approximately two to three weeks, after a loop ileostomy procedure (where tlc55 was used), the patient was readmitted to the hospital for reoperation and repair of a post-op leak. A small bowel anastomosis was performed using a tlc55 device. The patient developed another post-op leak and was brought back to surgery for a third time, and the leak was on the original anastomosis. A full colectomy was performed by the surgeon using a tlc55 and tl60 to close bowel. The patient is very sick and is still in the hospital with another leak on the ileoconduit. The surgeon said each time tlc55 was used it worked appropriately and the anastomosis looked good each time. The patient has a history of diverticulum in colon. All devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Day of month unknown, assumed 1st day of month (01/01/2015).